Event description:
I bought contact lens the other day, and they gave me a box including clear care contact lens cleaner "triple action cleaning" and a case. I assumed it was similar to all the other multipurpose solutions (including the solution that I had used so I just stored my lens in my regular flat case with the clear care solution. The next day, the moment I put my contact in my right eye, my eye started burning, my eye instinctively shut tight, and it was a struggle trying to get my contact out of my eye. My eye immediately turned red. The following day I woke up with my right eye blood shot, swollen, slight drainage and mild discomfort and itching. Patient's age: adult (18-64 years). Reporter's recommendations: I believe the associates at visionworks should have explained and warned me about the use of clear care solution when they gave it to me. Maybe the bottle label should have been clearer about it's warnings and use. (B)(4).